Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, visibility/palpability, other-medical-ndr, edema-ndr.

Event description:
Patient reported right side "possible leaking, pain, implant smaller, tender, irritating, dense hardness under right armpit, and lymphadenopathy." Patient also reported "bad cough possibly pneumonia, right arm swelling and is one inch bigger than left, and fingers swollen" which are not device related. Device remains implanted.